Event description:
Foley inserted into urinary bladder. At conclusion of surgery, foley found laying on bed between patient's legs. Balloon noted to be split vertically along the length of the balloon. This makes the second similar problem we have had with this type of foley catheter.